Event description:
It was reported that the transducer connection site broke off while setting up for a line change at the patient¿s bedside. Per reporter, they immediately noticed the disconnection, clamped the lumen, and cleaned the area before completing a full line change right away. Reporter stated that no air entered the line due to their quick response. The line was cleaned with an alcohol pad and capped for five minutes while the new line was being prepared. The infusion was continuous and was interrupted due to the disconnection.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.